Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted as a result of unspecified atrial arrhythmias. No additional adverse patient effects were reported.

Event description:
Additional information was received that atrio-ventricular (av) node disease, atrial fibrillation with slow ventricular response, br adycardia, and left bundle branch block (lbbb) and a widening qrs were observed on the patient's electrocardiogram (ECG). The permanent pacemaker was subsequently implanted due to the fact that the patient was at an increased risk of complete av block. Bradycardia was first observed 6 days following implant of the valve with a heart rate down to 30 beats per minute (bpm). The patient did not experience symptoms associated with the bradycardia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.